Event description:
According to the reporter, during use, the cuff of the endotracheal tube had frequent air leaks and had a ventilator alarm. The exhaled tidal volume was between 150 and 300 ml and had a delay of treatment. Used the cuff pressure gauge to inflate the cuff but had an air leak again after 3-5 minutes, supplement inflation was done every 3-5 minutes, lasted for 30-40 minutes. Replacement of the tube was done with no air leakage, the tracheal tube was properly fixed, and the patient's vital signs were stable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.